Event description:
Mesh erosion; I had a partial hysterectomy due to a uterine prolapse in 2009. I had a laparoscopic sacrocolpopexy and a vaginal mid-ureteral sling with miniarc. The mesh used in my laparoscopic sacrocolpopexy was the gynemesh ps (ethicon of johnson and johnson). I have suffered complications for years: bladder issues (I am now on a daily medication for bladder control as well as painful sex, pain after sex, and a modified sex life). I was officially diagnosed with a mesh erosion in (B)(6) of 2019. Apparently, according to my medical records, I had mesh erosion in 2013. However, I was not counseled on this. I was told it was a normal part of the healing process. Last year my husband felt the mesh cut him during intercourse. This as well as the constant pain after intercourse led me back to the dr. I have seen 5 specialists since the surgery. It has been recommended that I have a surgery to attempt to repair the damaged area where the mesh erosion is located. But I have also been warned of the risks, the fact that it may be unsuccessful. Both devices are now off of the market. FDA safety report ID# (B)(4).